Manufacturer narrative:
The product remains implanted. The patient is reportedly doing well. This is the final report.

Event description:
The patient's implant site was revised due to an open stitch at the bottom of the incision.